Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately six years post implantation due to instability. Attempts to obtain additional information have been made; however, no more is available.